Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, deformation, the weight the device within specification and cloudy color in the gel observed after autoclave cycle. A microscopic analysis was performed which identified: nicks striated on radius. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no gel fracture was observed. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: infection and wound dehiscence.

Event description:
Healthcare professional reports "infection on left side of breast" and "incision site wound break down" and "gel fractures". Device has been explanted.